Event description:
Medtronic received information regarding a navigation system being used during a cranial resection. It was reported that the navigation was 25 millimeters inaccurate during the procedure. It was reported that, following patient registration, a 14mm trocar was drilled into the left temporal region of the brain. However, the tumor was not visible within the anatomy. The incision was then expanded and the tumor was located 25mm from the center of the trocar. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. Troubleshooting later found that the patient registration performed had a yellow zone of accuracy that barely covered the entry point for the procedure. Testing with a resin head found that registration was difficult and green accuracy points in the registration were located inside the resin head cranium.

Manufacturer narrative:
Device evaluated by MFR: a medtronic representative went to the site to test the equipment. Testing revealed that the software for the imaging system was de-installed and subsequently re-installed. The navigation system then passed the system checkout and was found to be fully functional. Concomitant medical products: other relevant device(s) are: product ID: 9735737, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3) the software team investigated the reported issue and the archives from feb 18th had one mr which was not optimal for the navigation system. 3d model quality was not good and a lot of artifacts was due to loose skin of the patient. One trace registration was done and achieved error metric of 2.2mm and both green <(>&<)> yellow zone of accuracies were present. Good number of points were collected but few of the trace points sunk inside the skin. No plans were available with the archive to check for deviation. One session logs were available. Log analysis is in-line with the archive analysis and additionally indicate that auto refining of 3d model was not done. It was not evident from the log/archive analysis which area of the anatomy was inaccurate and how the inaccuracy was observed. The analysis of 19th feb,2022: four application session logs were available. Registration was done only in session. Multiple trace r egistrations were performed with error metric ranging from 1.2mm -5.5mm. Few of the registration had very minimum trace points collected. It was recommended to collect more trace points with different trace patterns to collect better accuracy. No archive available. There was insufficient information to determine whether a software anomaly contributed to the reported behavior. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.